Event description:
It was reported to medtronic minimed that the customer experienced high blood glucose related to the sensor glucose vs. Blood glucose event. It was also reported that the insulin delivery was suspended due to this. The customer also reported bleeding issues with several sensors. The customer reported a blood glucose value of 305 mg/dl. The customer reported hyperglycemia was treated with the insulin pump (subcutaneous insulin infusion). The event involved product(s) mmt-431ah, mmt-7040a, mmt-1884, mmt-342, mmt-7040a. Troubleshooting was performed for the reported events. The customer reported a discrepancy between sensor glucose and blood glucose which was not within range. The difference in value between sensor glucose and blood glucose was 100 points and the low limit in the sensor settings was 75. The customer reported a skin issue associated with the product insertion site and blood visible on the sensor connector. The customer did not feel ok to continue troubleshooting high blood glucose. No harm requiring medical intervention was reported. No product return is required for mmt-431ah. No product return is required for mmt-7040a. No product return is required for mmt-1884. No product return is required for mmt-342. Product return requested for mmt-7040a. The customer declined to return or is unable to return.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.